Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 82 or pump error 81 alarms noted during testing. Motor was tested outside device and passed. Device unable to verify lost sensor due to pump unable to locate sensor signal, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors at the same time. Customer¿s blood glucose was 142 mg/dl at the time of incident. The customer was able to clear the alarms and was not able to rewind the insulin pump. The customer stated that insulin pump was not exposed to high magnetic field. Troubleshooting was performed for pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.